Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated the device has an issue with booting up with ac light on and battery in place. No patient involvement.